Event description:
It was reported by sales rep that the (1) tsw45 was used during a laparoscopic appendectomy procedure. It was reported that the surgeon fired the instrument across the mesoappendix and removed the instrument. Upon removal, a stream of blood flowed from the middle of the staples. The surgeon clamped the bleeding vessel and obtained hemostasis with an endoscopic clip.